Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump is not working and is not functioning. Customer's blood glucose was unknown at the time of incident. Customer indicated that they would call back to further troubleshoot. No further details given.